Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not emit a tone when magnet was placed. A boston scientific technical services (ts) representative suggested moving the magnet slowly around the device area and to use a stethoscope to listen for tones. Attempt to obtain additional pertinent information was unsuccessful. This ICD remains in service. No adverse patient effects reported.